Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Pod download data revealed that it completed first and second priming. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The exposed soft cannula was found to be damaged (cut off). The overall length of soft cannula was measured to be out of specification. It could not be conclusively determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were 20 mmol/l (360mg/dl) at the time, and the pod was not worn.